Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface, which caused pain. The manufacturer of the cement used in the primary surgery is unknown. Minor poly wear was also reported. (Left knee).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. It was communicated that no additional information would be made available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.